Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and a competitor right ventricular (rv) lead exhibited noise and high pacing lead impedance measurements greater than 2,000 ohms. It was also indicated that the lead safety switch (lss) had been triggered on this rv lead. The measurement was normal in the unipolar configuration. Boston scientific technical services (ts) provided measures for troubleshooting. Additional information was unable to be obtained. This system remains in service. No adverse patient effects were reported.